Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint details: the thread dissolves from the needle. No further information is available currently. OEM has not received any samples for analysis.

Event description:
Country of complaint: (B)(6) needle detachment.